Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection the pump in excellent condition with no visible contamination. A review of the event history log identified force sensor test in the history. Functional testing was performed using the power up process and test force sensor reading. Force sensor test error duplicated during the power up process. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced complete plunger head assembly including force sensor, head mount and plunger board. Plunger cable and plunger board were changed as a preventive measure this MDR was generated under protocol (B)(4). , as a result of warning letter cms# 617147.

Event description:
It was reported that the pump exhibited a force sensor test issue. No patient injury was reported.